Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Customer claims the nebulizer on this ventilator is making a loud noise during operation, customer is requesting for field service to come in and correct this problem. Unit was not on a patient."

Manufacturer narrative:
The carefusion field service technician evaluated the device and was able to reproduce/verify the reported event of the nebulizer being noisy during operation. The carefusion field service technician determined that the nebulizer assembly was faulty. The carefusion field service technician replaced the nebulizer assembly and ran the device through a complete check out per the service manual to ensure that it meets all factory specifications. (B)(4).